Event description:
It was reported that the ilet touchscreen was cracked after the device was dropped while the user was walking to the bathroom, with the screen briefly popping off and then being reattached; the device remained functional and the touchscreen remained usable, and the affected component was the touchscreen with a device problem consistent with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The user was informed that the device would no longer be watertight. The user has backup therapy and wears a compatible sensor.